Event description:
The customer reported that on (B)(6) 2011 an erroneous low glucose result was generated from an olympus au5400 clinical chemistry analyzer. The erroneous glucose result was reported outside of the laboratory however there was no report of death, serious injury or modification to patient treatment associated with the erroneous glucose result. Upon test repeat, the glucose repeat result was higher and considered valid. An amended report was issued. No other test results for this patient were revised. The original result was obtained from a primary sample tube. The sample was clotted, however the clot detector on the instrument allegedly did not detect the clot. The repeat result was obtained from an aliquot of the sample that was centrifuged prior to analysis. The instrument/chemistry calibration and reagent blank data appeared normal. Instrument maintenance, at the time of the event, was current. No clot detection alarms had been posted at time of event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 and (B)(4) 2011 for this event. The field service engineer (fse) found the instrument's clot detection parameter disabled. The fse enabled the clot detection parameter for continue sampling per customer request. Upon enabling of the parameter, the instrument did not detect clots and the fse replaced the printed circuit board. Upon completion of the necessary and verified repairs, the instrument was returned into service.